Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a rash under the therapy pad. The rash was described as looking like shingles with little red and itchy blisters. The patient's nurse advised the patient to use a liquid band-aid which helped the area to heal. There was no alleged device malfunction contributing to the irritation.